Event description:
It was reported by the surgeon that he observed broken screws and a revision surgery was performed.

Event description:
It was reported by the surgeon that he observed broken screws and a revision surgery was performed.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: visual inspection confirmed that the oasys 3.5 x 22mm pa screw medial was broken. The manufacturing records for the screw lot were reviewed and no relevant anomalies that could have contributed to the reported event were identified. In x-rays, the surgeon observed broken screws post operatively. Therefore, a revision surgery was necessary. The provided patient information stated that the patient went swimming almost every day postoperatively. Therefore, the cause of the reported event is likely due to the activity of the patient. Strenuous activity postoperatively can cause the implant to break due to constant fatigue or load on the implant. Conclusion: the cause of the reported event is likely due to the activity of the patient. However, the exact cause of the screw breakage cannot be determined and is likely multifactorial.